Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) caused tissue damage to the chiari network. A mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 4. There were no clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/ illness / impairment was a result of case-specific circumstance no intervention/treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.